Event description:
It was reported that the lead was revised for system upgrade. It was also reported ¿lead impedances¿ and replaced with new lead.

Manufacturer narrative:
Concomitant medical products: product ID 3886, lot# j0217132v, implanted: (B)(6) 2002, product type: lead. Product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information received reported that the cause of the impedance issue was unknown. The healthcare provider (hcp) did not think it was related to a malfunction of the implantable neurostimulator (ins), but rather a patient fall or another issue. The hcp waited until the ins reached normal end of life (eol) and replaced the ins as well as the lead to correct the impedance issue. The impedance issue was corrected and the patient recovered and was experiencing appropriate therapy.

Manufacturer narrative:
PMA # corrected to p970004.

Manufacturer narrative:
Concomitant medical products: product ID 3886, lot# j0217132v, product type lead. (B)(4).